Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 occurred after the customer loaded 300 units of insulin. Subsequently, the cartridge was being used with the residual insulin prior to adding the 300 units of insulin. In addition, the customer received a cartridge alarm 19 during the load process. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully and resume insulin delivery.